Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used inside the patient during a procedure. According to the complainant, during the procedure, the band failed to release. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device shows presence of residue indicating use/handling. The suture was intact and attached to the trip wire which was cut at approximately 75 cm from the distal end. All the bands were present on the ligator head but the white and the last blue band were entangled together with the other blue bands. The ligator head teeth were found to be damaged. No evidence was seen that the trip wire was secured in the handle assembly slot during use. Functional evaluation of the handle was done and no issue was noted. Based on the condition of the returned device, the reported failure was confirmed. Most probably, the trip wire not being properly secured affected the deployment activity of the bands. Therefore, a review and analysis of all available information indicated that the most probable root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used inside the patient during a procedure. According to the complainant, during the procedure, the band failed to release. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.